Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system experienced exercise intolerance since this device was implanted. Additionally, inappropriate rapid heart rate (hr) was observed when sitting and moving the left arm. The health care professional (hcp) reported that the patient felt ventricular pacing and recreated the symptom when testing vvi 100 for retrograde conduction, which was not observed. The blended sensors were initially programmed on, then the minute ventilation (mv) was programmed off. Histograms were flat at 60bpm, with only higher ventricular rates responding to atrial sense (as) up to 110bpm. Further testing was to be performed. No further information was available.